Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that the pcu shut off while moving it, and midazolam, fentanyl, arterial line flush, and carrier fluids stopped. The carrier fluid was for an epinephrine infusion which was programmed on a different device. When it shutdown the patient's bp dropped from 90/50s to 70/30s; no other vital sign changes were reported. The patient's bp recovered with no further intervention approximately 1 minute after the infusions were restarted.